Event description:
It was reported that following a percutaneous transluminal angioplasty (pta) for treatment of stenosis in the right common iliac artery, an angio-seal sts plus was deployed. An 8f terumo long sheath was also used. The patient's ankle brachial index (abi) dropped and the color of the patient's leg did not improve. A CT scan and echo confirmed severe stenosis at the puncture site. A week later, a balloon angioplasty (poba) by a left crossover approach was performed and 20% of the stenosis still remained. An intravascular ultrasound (ivus) revealed an anchor-like substance. The patient has recovered with no reported consequences.

Manufacturer narrative:
No product was returned for evaluation and review of the device history record was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.